Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower system medication could not be issued and the witness account had expired. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 19-JUL-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be issued and the witness account had expired. A technical support specialist (TSS) informed the user that, due to policy restrictions, account reactivation could not be performed by support. The TSS contacted the pharmacy and left a voicemail requesting assistance. During the call, the pharmacy responded and re-enabled the witness account. The TSS then confirmed that medication issuance was functioning correctly, and the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.